Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with operating currents within specifications. Insulin pump passed self-test, error test, displacement test and basic occlusion test. Insulin pump was unable to prime unit during prime test due to faulty force sensor. Insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with cracked case at display window corners and minor scratches on lcd window. Bolus was programmed, while delivering insulin pump was set to suspend mode after delivering 0.7 units. Insulin pump was monitored for several hours and no bolus delivery was noted while insulin pump was on suspend mode.

Event description:
Customer stated that the insulin pump alarmed threshold suspend. It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was 86 mg/dl. Troubleshooting was done for low blood glucose levels. Nothing further was reported.